Event description:
It was reported that removal difficulties occurred. The target lesion area was located in the heavily calcified right coronary artery. A 325cm rotawire was selected for use. During the procedure, a microcatheter was placed over the rotawire. When attempting to remove the rotawire from the body, resistance was noted and the entire tip was scratched, unraveled, and stretched when removed from the patient's body. The wire was intact without fracture/breakage. The procedure was completed with another of the same device. No patient complication was reported and the patient was fine.

Manufacturer narrative:
Age at time of event: 80's the device was evaluated by the manufacturer. The device was returned for analysis. The device has the distal tip completely stretched and the body kinked approximately at 246 cm from the proximal end. No more damages were found in the returned device. The wire dimensions were measured but the overall length and od of the distal tip could not be measure due to device condition. The od of the middle of the device and proximal section were within specification.

Manufacturer narrative:
Age at time of event: (B)(6).

Event description:
It was reported that removal difficulties occurred. The target lesion area was located in the heavily calcified right coronary artery. A 325cm rotawire was selected for use. During the procedure, a microcatheter was placed over the rotawire. When attempting to remove the rotawire from the body, resistance was noted and the entire tip was scratched, unraveled, and stretched when removed from the patient's body. The wire was intact without fracture/breakage. The procedure was completed with another of the same device. No patient complication was reported and the patient was fine.